Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: surgical notes and x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval codes: a product history search revealed no add'l complaints against the related part and lot combinations. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.